Event description:
It was reported that this device was part of a system revision due to infection of device lead wire. There were no additional adverse patient effects reported. The device was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).